Event description:
Customer reported to sales representative that during abdominal hysterectomy, needle tip broke. Needle tip was not located. It was the surgeon's opinion that tip was so small that no adverse pt event is anticipated. There are no reported adverse pt consequences related to this event.